Event description:
It was reported that during removal of patient's tracheal tube for tracheotomy, the tracheal tube was checked preoperatively, and a leak was discovered after the balloon was inflated. A replacement of the tracheal tube was done. There was patient involvement, and no patient hard or adverse event was reported. The sample is not available for return as the product has been discarded by the hospital.

Manufacturer narrative:
The investigation of the complaint was limited because no sample was returned. No device was returned as the reported sample was discarded and so no investigation to discover root cause was determined or found.